Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.

Event description:
The customer contacted heartsine to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.